Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and splitters were removed. The leads and clik anchor were left inside the patient. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing a lot of pain at the pocket site as the ipg was too close to the surface of the skin. The patient also felt like a burning sensation whether the device was turned on or off. The physician confirmed that there was nothing wrong with the depth of the pocket. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 16996167, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing a lot of pain at the pocket site as the ipg was too close to the surface of the skin. The patient also felt like a burning sensation whether the device was turned on or off. The physician confirmed that there was nothing wrong with the depth of the pocket. The patient will undergo an explant procedure. No device malfunction was suspected.